Event description:
Approximately 8 year(s), 11 month(s) and 6 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening and humeral loosening. The patient underwent a standard total revision with the reported removal of the standard humeral stem, humeral head, and glenoid components. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. PMA 510k cannot be determined; device is unknown. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone and the humeral component and the bone, which led to aseptic (non-infected) glenoid loosening and humeral loosening respectively. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.